Event description:
It was reported that the pt had a stress test, and ever since then, the pt has been "tailspinning". The pt is now having an increase in depression, suicidal ideations, and pain during device stimulation. The physician adjusted the pt's setting to address the painful stimulation, but the depression has continued. The relationship to pre-vns baseline depression levels is unk. Attempts for further info have been unsuccessful to date.